Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a replacement cannula for a smiths medical portex® blue line ultra® tracheostomy tube split upon removing for cleaning. The cannula was soaked in saline which was noted not to clean product well; warm water was used. It was reported that the cannula was cleaned once and then stored in an air tight box. There were no reported adverse effects.